Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges laying against heating pad while in bed. Consumer alleges falling asleep with the heating pad then awoke to burns on her left side of her back. Additionally the consumer alleges damage to her fitted sheet due to the incident.